Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer would not power up; the power supply found out of electrical specification. Analysis also found the upper case and lower case had corrosion in the power supply bay area; it was noted no corrosion found inside programmer. Rear display cover was worn and the system fan was noisy. Concomitant product: product ID 229047 analyzer. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement reported.